Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump was not vibrating. The customer¿s blood glucose level at the time of incident was 171 mg/dl. The customer reported that the pump was not vibrating when the reservoir was getting low. The pump was neither beeping nor vibrating at the time of report. The pump did not vibrate during vibrate test. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.